Event description:
Customer reported at 11:30 am passed out. Customer's roommate called 911. Customer's device = 34 and emergency medical technician (emt) device value was not provided. Emt gave customer a glucose shot and customer ate crackers and cheese. Emt left when their device = 68 mg/dl. Customer signed a waiver not to go to the hospital. No controls were used. A request was made for return product and replacement product was sent.